Manufacturer narrative:
(B)(6) initial/final emdr submission. (B)(4). Three photos received by our quality team for investigation. Based on the visual inspection of two of the photos, the quality team verified the drainage line connection was loose from the bottle. A review of the internal manufacturing device records and raw material history files for the lot numbers 0001276377 and 0001276902 was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident could not be determined although a corrective action project has been initiated to further investigate and address this issue. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. Actions taken: action 1: train pleurx line employees on local process. Action 2: enhance employees training controls for pleurx line. Action 3: enhance method to assure compliance local procedure.

Event description:
We faced the same issue: the tubing got disengaged easily from the bottle. It has been declared to the (B)(6). 12jun2020: report from (B)(6) regarding (B)(6) was received providing new details in relation to event that were not initially provided by the customer when the report was submitted. The report is attached and states: description of the incident: during pleural drainage, the tubing of the pleurx has become mismatched from the vial, causing air to rise into the pleura. Current condition of the patient: 2nd drainage performed with another air and liquid kit, significant pain. Additional communication from customer states: to date, the patient has died from his long illness at the very beginning of confinement. Yes the tubing is mismatched from the bottle, all the tubing in question mismatched with the same ease during the encounter with adhesia, one was even before opening the packaging. The drainage line remained connected to the catheter.